Event description:
The pt's spouse called to report that pt used the suspect device to check blood glucose level and it was elevated (123mg/dl). Per pt's physician pt took glyburide. Pt later fell unconscious. Paramedics were called and they used their own blood glucose meter to check pt's glucose and the reading was 27mg/dl. Pt was treated at home by the emt's with a glucose IV. Level 1 and level 2 glucose control solutions were used and both controls were out of range. The suspect device was replaced with new product and authorized for return to the MFR for eval.